Manufacturer narrative:
The technician adjusted the set screw forces on the brake caster to resolve the issue.

Event description:
The account alleged the brake caster will not release when the brake steer pedal is switched from brake to steer. No pt impact.